Manufacturer narrative:
The unit of measurement for the elecsys anti-hcv ii assay is cut-off index (coi). The investigation included a review of the data set provided by the customer: the calibration and qc results are within the specified ranges. There was no indication of a reagent or an analyzer problem. The alarm trace shows "sample clot detection" and "sample short" alarms. These are indicators of possible poor sample quality. The field service engineer inspected the analyzers and determined that the event was consistent with a sample problem (clots, fibrin, or floating components of the sample tube gel). He performed successful mechanical and instrument checks. He also performed preventive maintenance and verified that the analyzers were performing according to specifications. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue. The investigation did not identify a product problem. The specific cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys anti-hcv ii results from one patient sample tested on two cobas e 801 analytical units (cobas 1 and cobas 2). The two patient samples were from the same blood collection. Patient sample a the initial result from cobas 1 was 2.2 (positive). The repeat result from cobas 2 was 2.21 (positive). The result of the polymerase chain reaction (pcr) test was "negative". Patient sample b the initial result from the analyzer was 0.0520 (negative). The repeat result from another analyzer was 0.0488 (negative). The result of the pcr test was "negative". *the unit of measurement was not provided. The middleware alerted the user of the positive result, prompting the rerun of the patient sample. The negative pcr test results were deemed correct.

Manufacturer narrative:
Cobas 1 - the cobas e 801 analytical unit serial number is (B)(6). Cobas 2 - the cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.